Event description:
The initial reporter stated they received discrepant sodium (na) results for two patient samples tested on a cobas integra 400 plus. Patient sample 1 initially resulted in a na value of 129 mmol/l and repeated as 137 mmol/l on a second analyzer. Patient sample 2 initially resulted in a na value of 132 mmol/l and repeated as 138 mmol/l on a second analyzer. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot and expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the instrument and found an issue with the tubing. After the correct replacement of the tubing, the instrument was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.